Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable with a solid green led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 5.41, insertion 2: 4.84, insertion 3: 4.50, other remarks: hard profile (105 lbs/ft3), insertion 1: 12.40, insertion 2: 10.81, insertion 3: 10.81. The driver successfully negotiated both the soft and hard saw bone insertion testing while maintaining a green solid light. The complaint cannot be confirmed. Investigation results. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as user error caused this complaint issue. An in-service was performed. The reported complaint of "clips jamming" was confirmed based upon the sample received. A case study was performed at duke university. A teleflex sales rep was present when the doctor used the device. According to the sales rep that was present at the time of failure, the end user "attempted to close the clip over too large of a bundle and the clip did not close. Without coming off of the structure, he attempted to re-close the clip which led to the device becoming jammed." Functional inspection revealed that the clips were jammed inside the device due to applying a clip over another clip. The root cause of this complaint issue is user error. As a result, an in-service was performed by the sales rep at the time of failure. The complaint, "insufficient power" cannot be confirmed. Functional testing has validated no fault found with this driver. No corr ective/preventative actions will be assigned. Functional testing has validated no fault found with this driver. No further action required.

Event description:
It was reported that although the device had the light green, the device did not have sufficient power to insert the intraosea needle. As a consequence a peripheral intravenous line was placed by hand. The patient was in shock hypovolemic and loss of awareness. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that although the device had the light green, the device did not have sufficient power to insert the intraosea needle. As a consequence a peripheral intravenous line was placed by hand. The patient was in shock hypovolemic and loss of awareness. The patient's condition is unknown at this time.